Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6002617 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) 3802038 guideline for test of reference samples version 12 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to wi 4902148 version 43, 4a02025 version 18 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi 4802011 version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi 4802101 version 25 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002617 was manufactured according to the document 4902303 version 68 on the packing process in the machine l149, on 08/aug/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced five infusion set catheters leakage event on 29-oct-2024 after two days of installation. No further information available.